Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that patient experienced a loss of therapy. A sudden returned of symptom was noted. The symptoms seemed to have returned quite quickly. It was indicated that patient was feeling stim on the day of report. Patient was currently on program 2 at .8v and stated this setting was strong and comfortable for her. There was no fall related to the issue. A week later, it was further reported that the implantable nuerostimulator (ins) was working for bowel but it stopped working for her symptoms. She was instructed to change from program 2 at .7 to program 3 at .5v on this call. Patient stated it was comfortable and she felt stim in part of her buttock and it was in the bicycle seat area. Patient was feeling stimulation in correct area on the day of this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.